Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
Pt reported that she has experienced unexplained hyperglycemia since (B)(6) 2011. Blood glucose increased as high as 400 mg/dl, and pt was able to control her blood glucose by herself. Pt checked the infusion set and cartridge and did not find any concerns. Pt believes the insulin delivery of the infusion device is too low. On (B)(6) 2011 at 12:30 pm, blood glucose was 240 mg/dl and pt ate 3 be and administered 6.5 iu and 3 iu via the infusion device. Blood glucose was 355 mg/dl at 4:00 pm, and pt changed the infusion set and delivered a 6 iu correction via the infusion device. Blood glucose was 307 mg/dl at 5:00 pm and 156 mg/dl at 7:00 pm. On (B)(6) 2011 at 12:00 pm, blood glucose was 156 mg/dl. Pt ate 3 be and delivered 6 iu and 3 iu via the infusion device. Blood glucose was 300 mg/dl at 3:00 pm and pt delivered 6 iu via the infusion device. Blood glucose was then 66 mg/dl at 6:00 pm and 1126 mg/dl at 7:00 pm. Pt did not have an infection or start new medication. Normal blood glucose is 5-7 mmol/l (90-126 mg/dl). Infusion device was not exposed to electromagnetic fields or water. Correct type of battery is used in the infusion device, and the battery setting is programmed correctly. The infusion device was replaced and requested for eval. Pt did not require treatment from a health care professional or second party to address the issue. No add'l info was provided.